Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower wber door 2 kept failing and failed to open. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door 2 failed to open repeatedly. A field service engineer replaced all tower door latches to address repeated failures and double clicking concerns and performed diagnostics which confirmed normal operation. The system functioned as intended after the field service engineer repaired the device.